Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
A report was received from health canada regarding an event that was submitted by the user facility to the canada vigilance program. There was no information on patient involvement. It was reported that pump module turned off with no warning or alarms. The patient's blood pressure and mean arterial pressure (map) started to drop, clinical team quickly noticed that channel was off and turned it back on. The physician was informed and at bedside, able to stabilize patient. The customer stated that the device was investigated by their biomed. The report was not shared with bd. There was patient involvement, but impact is unknown.

Event description:
A report was received from health canada regarding an event that was submitted by the user facility to the canada vigilance program. There was no information on patient involvement. It was reported that pump module turned off with no warning or alarms. The patient's blood pressure and mean arterial pressure (map) started to drop, clinical team quickly noticed that channel was off and turned it back on. The physician was informed and at bedside, able to stabilize patient. The customer stated that the device was investigated by their biomed. The report was not shared with bd. There was patient involvement, but impact is unknown. A report was received from health canada's canada vigilance program which states, "IV pump channel turned off with no warning/alarms. Patient's blood pressure and map started to drop, team quickly noticed that channel was off and turned it back on, md was informed and at bedside, able to stabilize patient."

Manufacturer narrative:
Correction: describe event or problem, initial reporter addr 1, initial reporter addr 2, initial reporter zip. Additional information: medical device serial #, device manufacture date, imdrf annex b code and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.